Manufacturer narrative:
The lot number was provided; therefore, a lot history review was performed. The sample was returned and the investigation confirmed for balloon detachment and retraction issue. A definite root cause for the reported event could not be determined. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model atg80144 pta dilatation catheter allegedly experienced detachment and retraction issue. This information was received from one source. This malfunction involved one patient with no consequences. The weight of (B)(6) year old male is unknown.